Event description:
Procedure: lap chole. According to the rptr: could not close pouch since black string broke. Pouch which includes specimen fell into the cavity, however, the specimen did not fall out of the pouch. The procedure was completed with another. No tissue damage. No bleeding. Pt status: ok. No further pt information is available.

Manufacturer narrative:
(B) (4). (B) (4).